Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during implantation, the "7/7 x 30mm biorci-ha screw" burst. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. An analysis of the customer provided image found a broken screw with debris. A visual inspection found that the screw has debris and is shattered. Based on the condition of the product material found during visual inspection, it was determined that additional material testing was not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Our clinical investigation concluded: a review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during implantation, the biorci-ha screw burst. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No other complications were reported.